Event description:
As reported, the brand new spl-t (B)(4) does not activate with an unknown error display. The issue found during installation. Another spl-t was used with no issue. The user had two (2) transducers with the same issue. There is no patient involvement on this reported event. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
Device evaluation was completed. Unit was fully inspected, tested with olympus test reference spl-s generator and probe. The device worked with no issues, outputs generated thru probe energy outputs are within specifications. The complaint was not confirmed as there were no problems found during device inspection. Device history records were reviewed and showed the product met all specifications upon release. Based on the investigation, the root cause of the reported issue cannot be determined at this time. Possible situations related to the reported failures are addressed in the device IFU (instructions for use) on page 30 as the following: regarding check probe illumination, possible causes may be "the probe is loose" or "the probe has failed or has a crack." Troubleshooting this problem includes "remove the probe and clean the mating surfaces of the probe and transducer. Reattach probe using the wrench," or " replace probe." (Spl-IFU_an, page 30) for the problem with error indicator illumination, "the transducer may have malfunctioned." Troubleshooting this problem includes "reboot generator by turning power off and then back on. Plug in a second transducer to the generator." (Spl-IFU_an, page 30) the device IFU also states: "do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." (Spl-IFU_an, page 3) olympus will continue to monitor complaints for this device.